Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2013. Subsequently, patient scheduled a revision procedure on (B)(6) 2013, due to a dislocated proximal body. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma."